Event description:
It was reported that a patient presented for a generator change. It was noted prior to the procedure that the left ventricular (lv) lead was dislodged and had no capture and no sensing. X-ray revealed that the lv lead had pulled back to the atrium-superior vena cava junction. The physician elected to cap the lv lead. The patient was stable throughout the procedure.